Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there were no damage or defect with the connecscr f/insertion handle. A dimensional inspection was performed for the connecscr f/insertion handle and met specifications. A functional test was unable to be performed due to the mating device not being received to assess the interaction between the devices. The complaint condition was not able to be replicated. Per the tfn-advanced proximal femoral nailing system (tfna) - screw only surgical technique guide. Assemble insertion instruments: assemble the hexagonal screwdriver with spherical head to the connecting screw until it clicks into the recess. Match the geometry of the handle to the nail and connect the nail to the insertion handle. The nail will click in and self retain. Pass the connecting screw through the insertion handle and securely tighten with the hexagonal screwdriver with spherical head. To verify the appropriate position of the locking mechanism for the screw, pass the 5.0 mm flexible screwdriver through the cannulated connecting screw and turn counter-clockwise until it stops. Remove the hexagonal screwdriver. Precautions: ensure that the connection between the nail and the insertion handle is tight (retighten if necessary). Do not attach the aiming arm to the insertion handle yet. If a 235 mm or longer nail is selected, reconfirm that the correct nail (right or left) is assembled. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the connecscr f/insertion handle would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 03.037.010. Lot number: 1724p65. Manufacturing site: hägendorf. Release to warehouse date: 14-sep-2022. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that this was a pre-operative event. The screw driver seems to be ok according to staff.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that on an unknown date in 2025, a connecting screw would not stay on the screwdriver. There was no patient involvement.